Event description:
During surgery to remove fibular nail, the nail broke during extraction. Md had removed the end cap and connected the extractor to the nail. While attempting to extract the nail only the distal portion came out. Patient had already progressed to fracture union.